Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. During the device check, elevated thresholds were noted and it was found out that this lead had pulled back. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This supplemental correction is being field to correct describe event or problem. Upon receipt at our post market quality assurance laboratory, detailed analysis showed that the allegation against the lead was not confirmed. It was indicated that the proximal end of the lead was returned and no abnormalities were noted. Also returned segment resistances measured normal.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. During the device check, elevated thresholds were noted and it was found out that this lead had pulled back. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this lv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the left ventricular (lv) lead was explanted and returned. No additional adverse patient effects were reported. Additional information was received indicating that the left ventricular (lv) lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. During the device check, elevated thresholds were noted and it was found out that this lead had pulled back. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this lv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the left ventricular (lv) lead was explanted and returned. No additional adverse patient effects were reported.